Event description:
During a ptca treatment procedure involving a 100% stenotic lesion in a middle portion of the rca, the maverick otw balloon was removed and replaced with another catheter to successfully complete the procedure . The patient was asymptomatic during this event. A balance guidewire (size unknown) and a britetip guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Patient status is reported as 'good'.